Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It is reported that on (B)(6), 2013 surgeon was performing a craniotomy procedure. Surgeon was trying to screw the plate into the skull flap and found that the tip of the self-drilling screw was dull and would not purchase. Surgeon chose another screw. No additional time was added to the surgery. It is reported that a total of four screws in the set were found with dull tips. This is 4 of 4 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Four screws were returned for evaluation. The tip of the screw is broken off on all four screws. The rest of the screw is in fair condition. It is unknown when the tip of the screws broke off. Tips of all four screws are damaged. The damage to the screws would result in the inability of the surgeon to insert the screws. The condition of the screw suggests that the surgeon continued to try to insert the screws after the tips were damaged. This would cause the tips to become rounded. Mechanical testing was performed to ensure that the failure torque for these screws was greater than the expected insertion torque. Both complaint conditions - screw breaking during insertion and screw not drilling into bone - are addressed in the matrixneuro core and sterile kit design and clinical risk management. The risk that the screw breaks before being fully inserted into the bone is assigned a severity of 2. This severity rating is appropriate. The risk is assigned an occurrence of 1. The risk that the screw will not self drill into the bone because the screw tip is not sharp enough or because of damage to the screw tip is assigned a severity of 2. This severity rating is appropriate. The risk is assigned an occurrence of 2. The self-drilling ability of the screws was lost because the tips of all screws were damaged.